Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed/returning dark after aeration could not be identified. However, it¿s likely the cause is related to leakage and water invading the subject device. The event can be detected/prevented by following the instructions for use which state: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. Olympus will continue to monitor field performance for this device.

Event description:
A hospital reported defects of squashed and buckling universal cord for olympus model bf-h190, evis exera iii bronchovideoscope found during reprocessing. Upon inspection and testing of the returned unit, error code e315, non-compatible endoscope/no image was discovered. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, there was no image and returned dark after aeration. The customer's original reported issue of defects of the universal cord was confirmed. The following additional findings were also noted: the bending section cover leak, plastic distal end insulation failed, assorted dents, scratches and cracks, hole in the bending section cover, adhesive removed, liquid inside the light guide lens, no switch is working after aeration, advanced diagnostics wet, charged coupled device shrink tube cut, control body wet, scope connector wet, light guide prong wet and clicking on the control lab. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.